Manufacturer narrative:
Eval: method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: the visual inspection revealed broken wires with a severe kink on the lead segment approximately 19cm away from the stimulation end. There is also slight discoloration at the terminal end. Functional testing could not be performed due to the broken wires. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "lead broken/fractured" was confirmed. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02477 for device 1. On (B)(6) 2009, the pt was implanted with an scs device. The ipg had not been charged in several months and the pt did not have stimulation. The pt tried to charge his device after not using it for a long time but was unable to. When he met with the rep, no connection could be made between the charger and the ipg. The rep tried another charger and it would not communicate either. There was no gauze, staples, swelling, or weight gain/loss. The rep tried adding/subtracting space and repositioning the antenna but nothing helped. The leads were tested and exhibited invalid impedances. On (B)(6) 2010, the pt's ipg and leads were explanted and replaced.